Event description:
At least 10 confirmed separate incidents of burs breaking during oral surgery procedures. These breaks involved 5 different dental providers and they were using electric and air driven handpieces. They involved both 702 and 703 burs from brasseler. Product purchased from vendor, brasseler, had sterile 702 and 703 burs. An order was placed two weeks ago and the surgery department was using them since that time. Providers started noticing a rash of burs breaking in the last week. Five of my dentists were able to confirm that the bur breaks were happening to the burs from brasseler. All brasseler burs were removed tuesday [date redacted - near the beginning of this month. No additional bur breaks have been reported since that day. All bur breaks were happening at the point were the carbide tip was soldered to the stainless steel shaft. Na patients were harmed. All broken burs were retrieved and disposed of to prevent accidental ingestion or aspiration.